Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to the lens and residue on the lens. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1, -10.50 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem